Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 18590un24 did not identify an increase in complaint activity for the issue. Trending review did not identify any trends for the issue for the product. The device history record review was performed on lot 18590un24 which did not identify any potential non-conformances, non-conformances, or deviations. The overall performance of architect stat troponin-I reagent was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 18590un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 18590un24. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 18590un24 was identified.

Event description:
The customer observed a falsely depressed architect stat troponin-I for one patient. The following results were provided (reference range 0 -30 ng/l): on (B)(6) 2024 at 10:30 pm the initial troponin result was 6200 ng/l. An hour later the sample was redrawn with a result of 22 ng/l. The physician questioned the results and had the patient sample recollected and the result was 5800 ng/l. The sample that generated the low result was repeated with a result of 5000 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed architect stat troponin-I for one patient. The following results were provided (reference range 0 -30 ng/l): on (B)(6)2024 at 10:30 pm the initial troponin result was 6200 ng/l. An hour later the sample was redrawn with a result of 22 ng/l. The physician questioned the results and had the patient sample recollected and the result was 5800 ng/l. The sample that generated the low result was repeated with a result of 5000 ng/l. There was no impact to patient management reported.